Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiorespiratory arrest and subsequently expired ninety-nine (99) days after. The plaintiff's attorney alleged that the pt's injuries were caused by exposure to naturalyte and/or granuflo prod administered during dialysis treatment.